Event description:
Related manufacturer reference number: 1627487-2023-01908. It was reported that the patient's leads migrated. Surgical intervention was undertaken in which the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.